Event description:
It was reported that the patient presented to the hospital remotely for a follow up on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alert. During examination, it was noted that the right ventricular (rv) lead was sensing noise. Programming changes were suggested but not performed. There were no adverse consequences to the patient.